Event description:
Event description guidant received information that this transvenous defibrillation lead and this implantable cardioverter defibrillator (ICD) exhibited >3000 ohm pacing impedance. This observation was made two days post implant. The physician elected to invasively examine the device/lead connection, and discovered that one of the setscrews on the rate/sense channel had not been tightened. The setscrew was tightened, and the issue resolved. There have been no reported symptoms associated with this clinical observation.